Event description:
It was reported that the customer experienced a pixel issue on the pump display, causing large black lines and dots that affected interaction with the screen. There was no adverse impact on the customer¿s blood glucose level, as readings remained within a safe range. To address the problem, technical support decided to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, opting to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery.